Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test to reservoirs, and they passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level went as high as 290 mg/dl. Troubleshooting for air bubbles was performed. Customer advised they took out the reservoir straight from the refrigerator. Customer was advised they need to wait until the reservoir reached room temperature before they use it. Customer advised the reservoir had tiny bubbles which formed into one large bubble. Customer advised the air bubbles were the same size as champagne bubbles. Customer was advised that replacement reservoirs would be sent out and agreed to return the products for analysis.